Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizzy and itchy. Their meter allegedly would only prompt message "pila". The result on their meter was unable to test. The result on the meter was none. Treatment was none. No further information has been reported.